Event description:
Three gore viabahn endoprostheses were implanted on (B)(6) 2013, for the treatment of a in-stent restenosis. On (B)(6) 2014, the patient returned to the hospital with a cold leg. Imaging revealed thrombosis present in the viabahn devices. The patient was admitted to the hospital and received thrombolytic therapy throughout the night. The next morning, the device appeared patent and the patient was discharged from the hospital.

Manufacturer narrative:
Note: this reported event involved three device implants: device #1: lot #11419988, MFR report #2017233-2014-00056; device #2: lot #10935083, MFR report #2017233-2014-00057; device #3: lot #10848584, MFR report #2017233-2014-00055.